Event description:
It was reported to philips that the system's c-arm failed to perform movements. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the table moved down intermittently. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfiles remotely and found issues with table movements related to the potentiometer of the vertical table movement. A philips field service engineer was tasked with evaluating the te system, cleaning and adjusting various components, and possibly replacing the potentiometer for vertical movement. If the potentiometers were functional, they were to check and address amc and luc connections, as well as the geo pc status. During the onsite visit on 30-dec-2024, the fse inspected the system and analyzed the logs from that date. Onsite logs from 30-dec-2024 showed no system failures despite an initial report of table movement issues, leading the philips field service engineer to conclude that the system was operating correctly. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.